Event description:
Surgeon at the hospital reported the following event to sales rep : "during final tightening, the implant fractured. Another connector was immediately available to complete procedure. No adverse consequences for the patient and no delay."

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: inspection of the device revealed a slight bend on the body which is consistent with the findings of a ductile overload fracture from the material analysis. This type of fracture suggests the absence of the anti-torque key, which allowed the torque to transfer to the main body of the connector, causing it to fracture in overload. Conclusion: the most likely cause of the reported event is the non-use of the anti-torque key during final tightening.

Event description:
Surgeon at the hospital reported the following event to sales rep: "during final tightening, the implant fractured. Another connector was immediately available to complete procedure. No adverse consequences for the patient and no delay."